Event description:
The patient contact of a peritoneal dialysis (pd) patient reported that they were hospitalized on (B)(6) 2023 for an infection. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). On (B)(6) 2023 the patient was brought to the emergency room (ER) with abdominal pain and low blood pressure. The patient was diagnosed with peritonitis and admitted to the hospital. The pd effluent culture resulted positive for neisseria canis, a gram negative coccobacillus. The patient was administered antibiotic therapy with intraperitoneal (ip) ceftazidime 2g once a day in a 6-hour dwell for 21 days. The patient was discharged from the hospital on (B)(6) 2023. The patient continues to complete the antibiotic therapy during recovery. The patient is completing pd therapy utilizing the liberty select cycler. The cause of the peritonitis was due to the patient¿s pets being permitted to be around during treatment and additionally, the patient not wearing a mask for treatment set-up. No further information was provided.